Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available. No product was returned for evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback regarding this swan-ganz catheter, it was difficult to insert and looped or coiled inside patient's heart (manufacturer reference (B)(4)/ FDA MDR 2015691-2026-15540). Issue occurred previously (manufacturer reference 2026-14057-02). No further information could be obtained as the hospital data was confidential. There was no allegation of patient injury.